Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a right ventricular lead (rv) alert triggered for high rate non-sustained episodes and short v-v intervals. It was also reported the physician "thought the lead may have moved due to the patient's extreme weight loss." A review of the information revealed the lead trends were within the expected range. Additionally, four days prior there was an indication of high rv lead thresholds. The lead remains in use and no patient complications have been reported as a result of this event.